Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a lumbar revision surgery. It was reported that the tip of the driver sheared off during tightening and loosening of the set screws. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of the instrument tips have been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
Corrections: the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.